Event description:
It was reported that an ilet pump with serial number (B)(6) generated malfunction alert 61 indicating an external flash write error, and the patient was advised to discontinue use of the affected pump, implement backup therapy, shut down the device via menu settings, and proceed with replacement; the patient was instructed to return the original device and was informed that data would not transfer to the replacement and that setup would be required, and that cgm use via dexcom app or receiver could continue. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.